Event description:
Pt was referred for transvenous ICD lead revision because of documented oversensing 9 months after sub-pectoral ICD implant. Pt was prepped in usual sterile fashion. An incision was made through old wound and pulse generator was removed without difficulty. The lead was found to be fractured at the header of the pulse generator just as the insulation is attached to the terminal pin. Lead was removed from the right ventricle without difficulty. A new pacing/defibrillation lead was positioned and tested without problems.